Manufacturer narrative:
The affected cockpit of the device was examined in the dräger service center. Examination of the device could identify a faulty alarm light pcb as root cause for the reported cockpit failure. The failure caused a short circuit and a temporary loss of function of the main circuit board resulting in the cockpit switching off. The faulty alarm light pcb was already replaced by the dräger service and the device was tested and confirmed to be operating as per manufacturer´s specification. In case of a complete failure of the cockpit, a running ventilation is not affected and continues as set. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental oled-display and the user can see the on-going ventilation. Monitoring functions and the user interface of the cockpit are not available. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the screen of the device went blank during use. Reportedly, the ventilation was not affected and continued as set. There were no health consequences for the patient reported.

Event description:
It was reported that the screen of the device went blank during use. Reportedly, the ventilation was not affected and continued as set. There were no health consequences for the patient reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.